Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilators auto trigger activated. The patient circuit was replaced three times with the same result. The device continued ventilating. However, the patient was transferred to an alternate device. There was no report of patient harm as a result of this event.